Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additionally, the patient alleged that they have "to put filters on his hose and change his filters frequently." Additional information received from the patient indicates an allegation of "little black specks coming out from device." The patient stated that they clean the device once or twice a week using vinegar and water.

Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additionally, the patient alleged that they have "to put filters on his hose and change his filters frequently." The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.